Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report 3006705815-2019-05024. Related manufacturer report 3006705815-2019-05025. Related manufacturer report 1627487-2019-14168. Related manufacturer report 1627487-2019-14169. It was reported that patient developed an infection around the implantable pulse generator site. The device system was explanted as a result to resolve the issue.